Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1814904 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a mynx ace vascular closure device (vcd) incorrectly deployed, did not deploy when attempted.

Manufacturer narrative:
After further review of additional information received the following lot#, date rec¿d by MFR, PMA/510k and if follow-up, what type have been updated accordingly. As reported, a mynx ace vascular closure device (vcd) incorrectly deployed, did not deploy when attempted. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A device history record (DHR) review of lot: f1814904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx ace system failure to deploy¿ could not be confirmed since the device was not returned for analysis. The cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the failure to deploy reported. According to the instructions for use, which is not intended as a mitigation, ¿grasp the device handle and pull gently to retract the device until the balloon abuts the arteriotomy. Press and release button #1 then pull back on the device handle until button #1 is no longer visible. While maintaining light tension, depress button #2. This compresses the sealant against the arteriotomy. Lay the device down for up to 2 minutes.¿ neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.